Event description:
It was reported that the patient was experiencing abdominal stimulation due to the two atrial leads. The stimulation was happening in both unipolar and bipolar configurations. Follow-up was conducted to obtain information on the patient and whether the abdominal stimulation has been resolved but the attempts were unsuccessful. If any additional relevant information is received it will be added to the event. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.